Manufacturer narrative:
All available information was investigated, and the reported broken gripper line and inability to actuate the associated gripper were confirmed via returned device analysis. The reported difficult or delayed positioning and poor imaging could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on all available information, the inability to actuate the gripper is due to the broken gripper line. The broken gripper line appears to be a cascading event of the troubleshooting performed for the difficult or delayed positioning (gripper caught on leaflet). However, a cause for the difficult or delayed positioning (gripper caught on leaflet) could not be determined. The reported poor imaging is due to procedural conditions. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issues and gripper line break. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A ntw clip grasped and captured the leaflets successfully. However, it was decided to relocate the clip to find better mr reduction. Imaging was difficult due to shadowing. When attempting to move the clip, the anterior leaflet was stuck on the anterior gripper. Standard troubleshooting was attempted but the anterior gripper was then observed to not be functioning, it was stuck in the raised position. The anterior leaflet was able to be freed. The clip was brought back into the atrium but the anterior gripper still was unable to drop. The clip was removed from the patient where it was noted that the gripper line was broken. A replacement clip was used to complete the procedure, reducing mr to trace. There was no clinically significant delay. No additional information was provided.